Event description:
Customer reported being hospitalized due to high bg and dka as per md. Instructed customer to change out set and inject as per md. Customer has received the no delivery alarm frequently. Troubleshooting performed and pump appeared to be operating as designed. Md and nurse want the customer to receive more education on pump and bolus wizard.